Event description:
It was reported the ipg is non-responsive. Communication could not be established with the charger or the patient programmer. The patient has not charged or used the system since (B)(6) 2013. The patient will meet with the sjm representative to have the system evaluated. Follow-up identified two patient programmers used would not communicate with the ipg. The physician has opted to replace the ipg at a future date.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.